Manufacturer narrative:
(B)(4). Pain. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported that a patient underwent a total pelvic floor repair procedure in 2011 for a bladder prolapse and pelvic floor mesh with sacrospinous ligature fixation was used. When the patient awoke from surgery, she was unable to life her left leg laterally and had severe pain. The patient able to walk and eventually after a few days able to life the leg laterally. Since the surgery, the patient has had difficulty lifting both legs due to pulling in her buttocks and muscles in the back of her legs. She has weakness in her right leg which causes her more difficulty lifting her right foot. She also has trouble standing and sitting. She can feel pressure between her legs and can feel a hard area near her rectum. Since the surgery , the patient can now feel two areas on both sides of her vagina that were not there before. She has had two cat scans, an ultrasound of her left leg, a neurology consult and an emg which were all negative.